Manufacturer narrative:
Evaluation summary: the stent was positioned on the delivery system balloon between the marker bands as per specifications. Deformation was evident to the 20th and 21st distal stent wraps, with struts raised and overlapping. The inner lumen patency was verified with a 0.015 inch mandrel. The distal tip was slightly flared. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an integrity bare metal stent to treat a lesion in the mid cx artery, exhibiting moderate tortuosity, moderate calcification and chronic total occlusion. There were no abnormalities reported in relation to anatomy. There was no damage noted to device packaging and no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was noted that stent deformation occurred in vivo during positioning/advancement. The patient is reported as alive, no injury.